Manufacturer narrative:
His supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2: (unmark user facility and country should be other: ireland). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 12 years, since the subject device was manufactured. Based on the results of the investigation, it is presumed, that the event occurred, due to the following: the cable pins of the odu (optimized distribution unit) connector may be too small for shield cables. Resulting in a diameter exceeding the connector's capacity and potentially weak soldering joints. The sealing compound within the odu connector fails to fully seal soldering joints and bare cable contacts against steam, leading to corrosion after autoclave cycles the manufacturing jig (B)(4), may not be fully suitable for the soldering process. Causing stress on cables and soldering joints and potential premature damage. The soldering process at oste is outdated. But, new guidelines are available to enhance soldering stability and manufacturability. However, the specific root cause of the faulty charged coupled device cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the cover glass of the insertion section was cracked , and the device displayed a green image due to a broken video cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video telescope "endoeye high definition ii", had an image problem. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, the image displayed a green image. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.